Event description:
On (B) (6) 2010, the lay-user/reporter contacted lifescan on behalf of her husband alleging that a one touch ultra would not power on. The reporter indicated that the alleged issue started on an unspecified date 3-4 years ago. As a result of the alleged issue, the meter was reportedly thrown away. About a year or two later on an unspecified date/time, the reporter claimed that the patient developed symptoms of tiredness and dizziness. Due to the symptoms, the reporter took the patient to an emergency room (ER). The ER tested the patient's blood glucose using an emergency medical services (ems) meter and got a result of about "320 mg/dl." The patient was treated with an IV (unknown contents) and insulin (unknown type/dosages). According to the reporter, the patient was hospitalized for 2 days. No troubleshooting was performed since the meter was apparently thrown away. The patient was sent a replacement meter. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pt received medical treatment for hyperglycemia in an ER and was hospitalized for 2 days as a result of the alleged abuse.